Event description:
The customer reported that during a procedure, the system suddenly stopped displaying the fluoro image. The customer attempted to reboot several times, but the system displayed squats and stopped or eighteen arrows and stopped. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system repaired, found to be operating as intended, and released to the customer for use.